Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Image review: the images capture the lesion site in the rca with 100% stenosis as reported by the account. Pre-dilation is evident with an unidentified balloon. Blood flow is restored in the rca after the first pre-dilation. A rotablator is used within the rca. The images possibly capture the attempted delivery of the endeavor resolute 3.0x30mm stent visible in the proximal rca. The guide catheter is backed out of position and resistance is encountered, due to the tortuosity and severe calcification of the rca. This stent is then subsequently deployed. There are no images capturing the dislodgement of the endeavor resolute 3.0x30mm stent. Post dilatation of the deployed stent is evident, to support delivery of additional devices into the distal vessel. The lesion site in the rca is then treated with an unidentified stent.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a calcified and tortuous mid rca lesion with 100% stenosis. The lesion was pre-dialted with 70% stenosis after pre-dilation no issues when removing the protective sheath. No issues were noted during inspection prior to use. Lesion was pre-dilated. Inflation device did not remain on neutral pressure during delivery of the device. Resistance was noted when advancing to the lesion, no excessive force was used. During the stent delivering procedure, it was reported that the stent got stuck due to the lesion¿s calcification and tortuosity in the proximal rca. The physician attempted to retract the stent but it dislodged. The physician was reported to have deployed the stent at the location where it dislodged. It is reported that no intervention was required. The stent was fixed on vessel wall. Procedure was completed with another device. Patient had left hospital and status was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.